Event description:
It was reported that balloon pinhole occurred. The stenosed target lesion was located in the severely tortuous and severely calcified central vein. A 14-6/5.8/75 xxl vascular balloon catheter was advanced for dilatation. The balloon was inflated at one less working pressure, however, under fluoroscopy, it shows that the contrast was spilled over. The device was removed, and a pinhole was noted when checked outside the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.